Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the medium-large clip applier instrument to perform failure analysis (fa). Fa was able to confirm and reproduce the customer reported complaint. The instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests. The instrument was able to retain clip through engagement but could not release the clip as commanded. Further evaluation found the instrument had a bent grip and the tip did not align with the other grip.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not clipping. The procedure was completed. No known impact or patient consequence was reported.